Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that 16 nov 2023, the doctor found the extension line/luer hub separation during used on the patient. Additional information: on november 16, 2023 at 21:35, the patient accidentally tore the section of the deep vein catheter connecting to the heparin cap during tpn infusion, causing blood to seep out of the residual lumen. Approximately 10ml of blood was lost, and the broken end was immediately reversed. The patient reported no chest tightness or shortness of breath or discomfort such as difficulty breathing and tpn was stopped. The right deep jugular vein catheter was removed, and a superficial indwelling needle was administered to replenish 1000ml of fluid.

Event description:
It was reported that"(B)(6) 2023, the doctor found the extension line/luer hub separation during used on the patient.additional information: on (B)(6) 2023 at 21:35, the patient accidentally tore the section of the deep vein catheter connecting to the heparin cap during tpn infusion, causing blood to seep out of the residual lumen. Approximately 10ml of blood was lost, and the broken end was immediately reversed. The patient reported no chest tightness or shortness of breath or discomfort such as difficulty breathing and tpn was stopped. The right deep jugular vein catheter was removed, and a superficial indwelling needle was administered to replenish 1000ml of fluid.

Manufacturer narrative:
Qn#(B)(4). In section d provided the full UDI # UDI related data quality updates only. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that"(B)(6) 2023, the doctor found the extension line/luer hub separation during used on the patient. Additional information: on (B)(6), 2023 at 21:35, the patient accidentally tore the section of the deep vein catheter connecting to the heparin cap during tpn infusion, causing blood to seep out of the residual lumen. Approximately 10ml of blood was lost, and the broken end was immediately reversed. The patient reported no chest tightness or shortness of breath or discomfort such as difficulty breathing and tpn was stopped. The right deep jugular vein catheter was removed, and a superficial indwelling needle was administered to replenish 1000ml of fluid.

Manufacturer narrative:
(B)(4). The complaint of extension line separation was able to be confirmed by the photo as it revealed that the white luer hub was separated from the proximal extension line. However, complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.